Event description:
It was reported the pt's leads migrated. It was reported the pt has fallen several times. Surgical intervention is planned to address the issue. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.